Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013300883); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013164040); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, computed tomography was performed for valve sizing measurements and suggested a larger pd of 20.7, and a 26 mm valve was initially selected. The first deployment was reported to be too high. A second deployment was reported to result in an infold, and the system was removed from the body. A 23 mm transcatheter aortic valve was then implanted successfully.

Event description:
Additional information was received that there was nothing of note in terms of patient anatomy that contributed to the infold.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.